Manufacturer narrative:
The pump was not returned for investigation. The cause of the low pump flow issue was most likely biomaterial ingestion during the case run, based on data log review. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The user facility reported that a patient progressed into hemodynamic collapse after a stent placed in left anterior descending artery. Decision for impella cp was made and successfully placed. During cp support the patient developed ventricular tachycardia with loss of pulsatility and flows on cp. Cardiopulmonary resuscitation initiated with return of spontaneous circulation achieved. Drips remain the same. Decision made to escalate patient to impella 5.5 with cp removal from groin.